Event description:
It was reported this was a high-risk procedure as the patient was non-stemi with multiple vessel disease. The treatment area was a heavily calcified ostial left anterior descending artery (lad) with severe narrowing. Following balloon dilatation with a 1.5mm and a 2mm balloons and the use of an intravascular lithotripsy (ivl) device, the diamondback 360 coronary orbital atherectomy device (oad) was used for two treatments on low speed. Imaging was checked, and a perforation was observed in the ostial. The oad was removed, and angioplasty was performed but was unsuccessful as imaging revealed the perforation was still present. An attempt was made to place a stent, but was unsuccessful due to the patient's anatomy, it could not cross the lesion. The perforation could not be sealed. The patient expired.

Manufacturer narrative:
H6 investigation conclusion code 22: the diamondback 360® coronary orbital atherectomy system instructions for user manual states that a perforation of vessels is a potential adverse event that may occur and/or require intervention with use of the system. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).